Event description:
The customer reported the o2 manifold does not work. No patient involvement. The customer found that the manifold was leaking. The customer replaced the manifold and the issue was resolved.